Manufacturer narrative:
Follow-up 08/11/2016: review of pump data by tandem technical support did not reveal any anomaly in pump performance. Customer reported that per the recommendation of their health care provider, they will revert to insulin injections for diabetes management for the next 5 days. Customer indicated that they would contact tandem technical support if any additional assistance is required. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up the 600s (mg/dl) for the past week and a half. Customer administered insulin injections and a correction bolus to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.